Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg had instrument marks on the header, antenna silicone, and case. The header material is cut and both septums were damaged, but the ipg passed all functional testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system consisting of an ipg and percutaneous lead on (B)(6) 2008. It was reported that within 2-3 months the pt was experiencing pain at the ipg implant site when the stimulator was on. Reprogramming the ipg did not alleviate the reported discomfort. The pt's ipg was explanted and replaced on (B)(6) 2008. The explanted ipg was returned to the MFR for analysis. Follow-up on the pt found no further issues reported. No further info is available.